Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a device manufacturer representative regarding pending alarm for a pump that had not been implanted. There was no patient involvement in this event. It was reported that the representative read the pump prior to the case the week prior to (B)(6) 2018 and saw the pending alarm. They ended up using a backup pump and this pump was not implanted. The software card used was aau and there were multiple motor stalls and recoveries on (B)(6) 2017, (B)(6) 2018. It was stated that the pump was in the trunk of a car at one point. No further complication was reported.

Manufacturer narrative:
Review of this MDR and additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.